Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1660 was verified. The event log did show error code 1660 occured on (B)(6) 2019. The microprocessor unit board will be replaced in service. Use testing was performed. The problem source is the faulty microprocessor unit board.

Event description:
Information was received that the cadd legacy pump had error code 1660 and a constant power lost alarm. No reported adverse effects.